Event description:
Caller reported customer's home health nurse tested customer's blood glucose and obtained an aviva result of "400 (something)" mg/dl, retested in 1 minute and got a result of "100(something)" mg/dl. Reported no adverse event relative to discrepancy. Nurse discarded the meter, caller states she doesn't know if the strips are still available. A request was made for the return of the meter, strips, and controls, replacement sent.